Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections age or date of birth, outcomes attributed to adverse event, date of event, event, other relevant history, brand name, implant date, concomitant medical products, date rec¿d by MFR, PMA/510k, if follow-up, what type and device manufacture date have been updated accordingly. Event: the following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures six years and ten months post implantation, after undergoing a computerized tomography (CT) scan. It is noted that according to the scan, the filter had tilted approximately fifteen degrees. The patient also reports to be suffering from pain post-implant, emotional distress, anxiety, mental anguish and stress. According to the information received in the medical records, the patient has a history of morbid obesity with secondary hypercoagulable state, diabetes, hypertension and obstructive sleep apnea. The filter was recommended as the patient was scheduled for metabolic and weight loss surgery. During the filter placement procedure, a jugular was first attempted but was unsuccessful. Therefore, that attempt was aborted and the user turned to the right femoral approach. The ivc¿s diameter was measured to be less than 28mm. The filter was deployed at the level of l1-l2, via the right femoral vein. The patient tolerated the procedure well and was taken to recovery in stable condition. As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures six years and ten months post implantation, after undergoing a computerized tomography (CT) scan. It is noted that according to the scan, the filter had tilted approximately fifteen degrees. The patient also reports to be suffering from pain post-implant, emotional distress, anxiety, mental anguish and stress. According to the information received in the medical records, the patient has a history of morbid obesity with secondary hypercoagulable state, diabetes, hypertension and obstructive sleep apnea. The filter was recommended as the patient was scheduled for metabolic and weight loss surgery. During the filter placement procedure, a jugular was first attempted but was unsuccessful. Therefore, that attempt was aborted and the user turned to the right femoral approach. The ivc¿s diameter was measured to be less than 28mm. The filter was deployed at the level of l1-l2, via the right femoral vein. The patient tolerated the procedure well and was taken to recovery in stable condition. The product was not returned for analysis. A review of the device history record (DHR) associated with lot: 15195625 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Corrected data: patient code '2135' - did not occur to the patient.